Manufacturer narrative:
Citation: novotny r. Failed tavi in tavi implantation: tavi dislocation followed by ensuing surgical graft resection case reports in cardiology volume 2017 (2017), article ID 5086586, 4 pages doi: 10.1155/2017/5086586 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) male patient with severe aortic stenosis and arterial hypertension who underwent implant of a 31mm medtronic corevalve (serial number not provided). The valve was malpositioned deep inside the left ventricle causing severe aortic regurgitation (ar). A post-dilation balloon aortic valvuloplasty (bav) was performed. A second 31mm valve was implanted and dislocated cranially into the aortic root resulting in severe ar. The severity of the regurgitation caused congestive heart failure (chf). The devices were explanted and replaced with a bioprosthetic aortic valve. No additional adverse patient effects were reported.